Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s girlfriend who is also a family nurse practitioner) contacted a supplier to lifescan, alleging a product usability issue with the patient¿s onetouch ultramini meter. The complaint has been classified based on the information left by the reporter on the supplier¿s website. It has not proved possible to contact the reporter again for further information/clarification. The reporter documented that the patient ¿had not been feeling well for several weeks¿ and had asked the reporter to check his blood glucose (bg) level using the subject meter. She stated that she did this, and thought that she obtained a bg result of "105 mg/dl". She reported that two weeks later, the patient was admitted to the intensive care unit with a bg reading of ¿841 mg/dl¿ and was treated with an insulin infusion. She wrote that following the patient¿s discharge, she went to record his bg readings and realized that the result from two weeks¿ earlier had actually been "501 mg/dl", rather than ¿105 mg/dl¿ as she had thought. She documented that she had been reading the meter upside down as she had not been wearing her bifocals; as a result she had not noticed the date/time numbers or the onetouch branding indicating the meter¿s orientation. Troubleshooting was not possible. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after a product usability issue with the meter; this meant that a result of 501 mg/dl was read as 105 mg/dl which potentially delayed the patient¿s treatment.